Event description:
It was reported that during a bronchoscopy procedure for diagnosis, the wire disconnected from the forceps. Another unit was used to complete the procedure. It was reported that the procedure was successful and there was no harm to the pt.